Event description:
Dr. Injected pure alcohol through catheter to ablate tumor. After 15 minutes dr pulled the catheter out and the catheter became separated. The loop of the pigtail was left inside the body.